Event description:
During an on-site visitation, the hospital reported an issue that occurred in (B)(6) with a set that included the q2 multiport manifold. The nurse reported the set had leaked at the manifold filter. The set was infusing chemotherapy when the alleged issue was observed. The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Quest medical, inc. Has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation. The investigation thus far has identified several improvements and adjustments to increase process robustness.